Event description:
During transport of a patient the ems crew observed an irregular cardiac rhythm on monitor. They attempted to perform a 12-lead EKG with a lifepak 12 monitor defibrillator. The monitor was displaying "left leg off". They verified and confirmed lead placement; disconnected and reconnected cable; still unresolved and unable to perform a 12-lead EKG due to issue. The patient was transported without further incident.per crew: the patient was on 4 leads with no problem; noted irregular rhythm while in route to hospital. Trying to perform 12-lead EKG but, display said "left leg off". Rechecked; unplugged and re-plugged cable; no change; patient not affected.